Event description:
Caller reported a malfunction on the pump, indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if the malfunction reoccurs.